Manufacturer narrative:
A customer contracted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found that the customer ran sample ID: (B)(4) for multiple assays. One result, low density lipoprotein, resulted with fod and interference error messages. The instrument automatically ordered an auto-dilution of x4. The same sample was reloaded and resulted >4000 (units not provided). The customer then ordered and performed a x11 manual dilution and ran on the same instrument, resulting 7577 (units not provided). The customer then added a liver panel to the same sample ID on the laboratory information system (lis). The assays were run with an x11 manual dilution and reported out the results. The physician questioned the results and the sample was tested again, resulting within the expected clinical ranges. A review of the quality control (qc), showed it was in range. A siemens headquarters support center (hsc) specialist reviewed the data for sample ID (B)(6). Hsc found that the customer scanned the barcode and queried the lis twice in the manual entry screen, but no tests were transmitted to the instrument. The user then navigated to the sample rack details and selected to add-on to sample ID (B)(6), which had the x11 dilution factor associated with it when it last processed for low density lipoprotein test. The instrument and software performed as intended. The user added the tests to the sample ID with the incorrect dilution factor of x11. As per the dimension vista's operator's guide, it is highly recommended that when manually diluting a sample for re-run, good laboratory practices are followed by changing the sample ID of the sample, and remember to change the sample ID for any sample that is manually diluted to prevent misinterpretation of the dilution factor. The cause of the discordant, incorrectly calculated patient results is use error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, incorrectly calculated patient results were obtained on one patient sample, tested for multiple methods, on a dimension vista 1500 (serial number (B)(4)) instrument. The incorrectly calculated results were found to have been calculated with a x11 dilution factor. The incorrectly calculated results were reported out to the physician(s), who questioned the results. Some assays from the same sample were repeated on an alternate instrument (see attachment "MDR 1226181-2016-00394 - attachment 1"). Assays that were not repeated on the dimension vista 1500 serial number (B)(4), used the initial result from serial number (B)(4) as the corrected result. The repeat results resulted lower. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, incorrectly calculated results.